Manufacturer narrative:
(B)(4).

Event description:
A surgeon who has been reporting numerous complaints reached out to our company representative stating "I went through my database and came with a total of 7 patients that had infections that I attribute to the enduragen. I have several others (palate operations) where I seem to have a higher fistula rate with enduragen but I can't prove it at this point. Since I've switched to a different product, I'll be able to make some comparisons over time." No further information has been made available.

Manufacturer narrative:
(B)(4). As no lot number and no reference were provided, a review of the device history record could not be performed. All process and test criteria were verified routinely for compliance with the finished product specifications for all released lots. No product and no picture were provided for evaluation. Without the sample a detailed investigation could not be performed. The reported information is too limited to determine if a device failure occurred, however, the reported infection is a known potential complication of this type of surgery and is listed as such in the instructions for use that accompanies each device.